Event description:
It was reported by service report that the fowler arm was broken, and the CPR release was not functional. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bent fowler.